Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-test circulating water leaked from the connection part of the filter with gas vent. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received for evaluation without its original packaging, inside a plastic bag, and in decontaminated conditions. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be caused by manufacturing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).